Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 4.8mmol, 11.4mmol, 10.4mmol, 12.1mmol. Tests were done within 20 mins with a difference of 37%. Pt did not experience any adverse events. No further info has been reported.